Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). It was also noted that the upper and lower cases were broken, the ring cover was contaminated, two side bail covers and the battery drawer were broken, and the ring was bent.

Event description:
It was reported the device will not stay on. No patient involvement or complications were reported as a result of this event.